Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The device has been explanted. Healthcare professional reported capsular contracture baker grade iii and seroma.

Manufacturer narrative:
Facility name: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture" ultrasound confirmed, "late seroma" ultrasound confirmed, "round calcifications," and "prominent folds.

Event description:
Healthcare professional reported left side "intracapsular rupture" ultrasound confirmed, "late seroma" ultrasound confirmed, "round calcifications," and "prominent folds." Device remains implanted.